Event description:
It was reported by the patient's mother that the patient's blood glucose level rose to 332 mg/dl with ketone level of 1 mmol/l while wearing the pod between 37 and 48 hours. The pod cannula was reported to dislodge from the infusion site (leg), and was bent. The pod was also leaking insulin. As treatment, the patient drank water and the pod was replaced. The patient was taken to hospital to check ketone levels. No treatment was provided in hospital and the patient was advised to replace the pod if their blood glucose remains elevated. Following the pod change and 2.75 unit insulin bolus, the patient's elevated blood glucose decreased.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.